Manufacturer narrative:
E1 - initial reporter first name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred requiring additional intervention. The 85% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery (lad). A 2.50 x 12mm synergy xd drug-eluting stent was deployed. The lesion was pre-dilated with a 2.0 x 15 mm non-boston scientific balloon. The stent was fully inflated and deployed at 14 atmospheres. After it was deployed and post-dilated, a flow-limiting proximal stent edge dissection was observed. The dissection was covered with another 2.75 x 20 mm synergy xd des and the procedure was completed. There were no patient complications reported and the patient was stable post-procedure.